Manufacturer narrative:
H6: investigation summary : customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false negatives. No erroneous results were reported to doctors, and patients were not impacted. The field service engineer (fse) was dispatched and discovered that the year in the bios and windows was set to 2080. The fse fixed the time. However, the sesc was drifted to work group. The fse also replaced the hard drive (441732 - hard drive 500gb sata bfx spare) and (441735 - system controller module bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was time offset issue, faulty hard drive and faulty system controller module. No new risks or hazards or changes to existing risks/hazards were identified for this failure mode. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 1. Customer problem: the customer reports that after a service visit they are getting false negatives."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: the customer reports that after a service visit they are getting false negatives."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.